Event description:
A renegade hi flo catheter was used for a therapeutic procedure. Following the catheter being hooked up to a power injector, it was noticed that the grey hub came off and the strain relief collar kinked then burst.